Event description:
It was reported that the pump battery would not charge, and attempts to resolve the issue with different outlets and adapters were unsuccessful. There was no adverse impact to the customer¿s blood glucose level. While the customer will continue using the current pump temporarily, technical support decided to replace the pump and provided instructions for returning the problematic pump.